Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker failed to transmit an alert for atrial tachycardia/atrial fibrillation burden exceeded. The event was believed to be some sort of diagnostic anomaly. No changes were made. The patient was stable and would be monitored.